Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic cavity'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 4050127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- unknown. Previously administered products included for an unreported indication: yaz. Concurrent conditions included vaginal bleeding, dysfunctional uterine bleeding and menorrhagia. Concomitant products included hydrochlorothiazide and losartan. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), arthralgia ("hip pain/ joint pain"), alopecia ("hair loss"), hypertension ("high blood pressure"), constipation ("constipation"), abdominal pain lower ("cramping"), nausea ("nausea"), vomiting ("vomiting"), back pain ("back pain/ lower back pain"), fatigue ("fatigue"), mood swings ("mood swings"), depression ("depression"), hypersensitivity ("it is possible that my symptoms were due to an allergic reaction"), post procedural haematoma ("hematoma after hysterectomy"), allergy to metals ("do you claim that you are allergic to nickel or any other component of essure? Yes"), vulvovaginal pruritus ("the deices causes me itching inside my vagina"), influenza like illness ("flu like illness"), chills ("chills"), myalgia ("muscle pain"), headache ("headaches"), stress ("stress") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, hypertension, constipation, abdominal pain lower, nausea, back pain, mood swings, hypersensitivity, post procedural haematoma, allergy to metals, influenza like illness, chills, myalgia, headache and vaginal infection outcome was unknown and the arthralgia, alopecia, vomiting, fatigue, depression, vulvovaginal pruritus and stress had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, chills, constipation, depression, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, influenza like illness, menorrhagia, mood swings, myalgia, nausea, pelvic pain, post procedural haematoma, stress, vaginal infection, vomiting and vulvovaginal pruritus to be related to essure. The reporter commented: pelvic pain, abdominal pain. Received treatment for pain? Yes. Menorrhagia (heavy menstrual bleeding). Received treatment for bleeding? Yes. Discrepancy noted in insertion date- (B)(6) 2014. Date of confirmation test: (B)(6) 2015; type of test: ultrasound and pelvic exam. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: retroverted uterus, normal in size and shape. Heterogeneous in texture. Echogenic myometrium. Essure coils are seen entering on right and left sides of the uterus. Endometrium was not well seen, secondary to ablation. Right ovary is normal in size shape and texture. Left ovary is enlarged. There is a 4.0x3.1 x3.1 cms. Cyst, appears simple, no internal echoes or flow seen within the cyst on color doppler. No free fluid seen. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, back pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : incident category updated. Lot number added. Reporter information and patient details updated. Removal date added. Events added- genital haemorrhage, arthralgia, alopecia, hypertension, constipation, abdominal pain lower, nausea, vomiting, back pain, fatigue, mood swings, depression, hypersensitivity, post procedural haematoma, allergy to metal, vulvovaginal pruritus, influenza like illness, chills, myalgia, headache, stress, vaginal infection. Concomitant and historical products added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.